Event description:
During troubleshooting for an unrelated alarm, during priming, on a homechoice (hc) device, it was reported that a leaking ¿white clamp¿ line was observed. The hp stated that the fluid was not to the top of the line. The technical service representative (tsr) assisted the hp in removing the supplies from the hc device. The tsr advised the hp to start over with new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.